Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. Pre-dilation was performed with a 22mm non-abbott balloon. It was noted that there was difficulty positioning the delivery system. The patient had mild tortuous anatomy. During deployment incomplete stent opening (iso) was noted. The patient then went into heart block. The valve was re-sheathed and was attempted to be implanted at a deeper depth and slowly, however the iso persisted. After the third deployment attempt, the valve and delivery system were removed from the patient as per instructions for use (IFU). A second pre-dilation was performed with a 24mm non-abbott balloon. A second 27mm navitor vision valve was selected for implant using a large flexnav delivery system. There was also difficulty with positioning the second delivery system. The valve was attempted to be deployed at an implant depth of 9-10mm from the non-coronary cusp (ncc), however iso occurred and a perivalvular leak was present. The decision was made to remove the second valve and delivery system and implant a non-abbott valve. The heart block persisted. On an unknown date a permanent pacemaker was implanted. The patient had prolonged hospitalization for monitoring. The patient status was stable.

Event description:
It was reported on (B)(6)2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. Pre-dilation was performed with a 22mm non-abbott balloon. It was noted that there was difficulty positioning the delivery system. The patient had mild tortuous anatomy. During deployment incomplete stent opening (iso) was noted. The patient then went into heart block. The valve was re-sheathed and was attempted to be implanted at a deeper depth and slowly, however the iso persisted. After the third deployment attempt, the valve and delivery system were removed from the patient as per instructions for use (IFU). A second pre-dilation was performed with a 24mm non-abbott balloon. A second 27mm navitor vision valve was selected for implant using a large flexnav delivery system. There was also difficulty with positioning the second delivery system. The valve was attempted to be deployed at an implant depth of 9-10mm from the non-coronary cusp (ncc), however iso occurred and a perivalvular leak was present. The decision was made to remove the second valve and delivery system and implant a non-abbott valve. The heart block persisted. On an unknown date a permanent pacemaker was implanted. The patient had prolonged hospitalization for monitoring. The patient status was stable.

Manufacturer narrative:
It was reported there was difficulty positioning the delivery system and incomplete stent opening (iso) was noted during deployment. The valve was re-sheathed and was attempted to be implanted at a deeper depth and slowly, however the iso persisted. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported valve under-expansion could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: type of investigation: 4118 types of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusions not yet available.